Manufacturer narrative:
Device evaluation: the preloaded unit was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be performed. Manufacturing record review: the manufacturing process record was evaluated and revealed that there was no discrepancy found during the review. The product was manufactured and released according to specifications. A search revealed that no other complaints were received from this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
If implanted, give date: not applicable, as there is no indication that the lens was not implanted. If explanted, give date: not applicable, as there is no indication that the lens was not implanted. Hence, not explanted. (B)(6). Attempts were made to obtain missing information, but no further information was received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that when the surgeon tried to put in the intraocular lens (iol), the lens came out before clicking. No additional information was provided.